Manufacturer narrative:
(B)(4).

Event description:
According to the author: barbs from the protruding cut end of the v-loc were found to snare small bowel serosa in two patients, by the small bowel mesentery in one and the omentum in the other, which developed into a band adhesion. The authors reported that after burying the cut end of the v-loc or by cutting it flush, the complication of vloc-related small bowel obstruction was avoided. Four patients of ages ranging between 17 and 66 years who developed small bowel obstruction from the v-loc after laparoscopic ventral rectopexy. They re-presented to hospital between 3 and 30 days after surgery with clinical features of bowel obstruction which did not resolve with standard conservative treatment. During the first operative encounter with this complication, it was found that the small bowel adherent to the cut end of the v-loc which formed the transition point of the obstruction. It was noted that in the index operation, the protruding end of the v-loc was left at 1 cm. Following this experience, and in keeping with published recommendations, we decided to cut the v-loc flush after peritoneal closure in all subsequent laparoscopic ventral rectopexy operations. Despite modifying the surgical technique, three further patients with small bowel obstruction caused by the v-loc. After modifying the surgical technique, two patients with small bowel obstruction from the distal end of the v-loc. At re-operation, the first patient was found to have adhesions to the small bowel mesentery and the second patient to the distal ileum of exposed suture of respective lengths of 5 and 10 mm. It appeared that a previously buried section of v-loc had migrated outwards over time: barbs are present along the entire length of the v-loc suture, and there was another patient who developed small bowel obstruction from the exposed middle section of the v-loc after it cheese-wired through a section of peritoneum. The surface area of small bowel involved was thus quite large. (B)(4) were opened to capture the four patients reported by the author to have experienced difficulty with the device.